Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (optium). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017, in the afternoon, when he alleged he obtained inaccurately high blood glucose results of ¿10.6, 9.6 and 6.0 mmol/l¿ on the subject meter compared to ¿2.2 mmol/l¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient confirmed that he manages his diabetes using insulin (self-adjuster), and in response to the alleged inaccurate results, he administered an increase dose of novarapid insulin. Ten minutes after taking the extra insulin, the patient reported he developed symptoms of ¿dizzy and feeling like passing out¿. The patient reported that in response to the symptoms the patient was given ¿hot sugar¿ by his wife, and ten minutes later felt better. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.